Event description:
Device malfunction: stent jumped. Symptoms/ae: placement of second stent. Time of malfunction: during the procedure. It was reported that during a carotid artery stenting procedure, during stent deployment, the rx acculink stent jumped distally, not fully covering the lesion. A second stent was implanted to fully cover the lesion. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the device was not returned. Stent jumping during deployment may be the result of, but is not limited to, patient's vessel geometry or vessel diameter which could have been larger than the stent, the stent did not appose the vessel wall when the stent was fully deployed or inadvertent movement of the handle during deployment. Rx acculink instructions for use states "prior to stent deployment, remove all slack from the delivery system." Based on the available information, a conclusive cause of the inaccurate stent placement, could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.